Event description:
The customer contacted physio-control to report that their device failed to power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly at the failure analysis center. Physio observed that the pcb was damaged at the vias and that the 12 volt direct current (dc) was shorted and, as a result, would not allow the device to turn on. Due to the extensive damage on the pcb, component level cause could not be determined.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.